Manufacturer narrative:
Additional information: h11 radiographic image review: the lateral x-ray post image of l3-4/l4-5 interbody grafts was provided. One of the inferior l5 screws appears fractured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3-4-5 midlif for an indication of 2-level spondylolisthesis with neurogenic claudication. The patient had medical history of mild cardiac history. It was reported that the screw shanks found fractured within the pedicle during 6 month post op visit at the caudal segment and remained in the patient. The initial surgery was performed on (B)(6) 2023 and there is no plan to remove the broken screw. There were no patient symptoms reported. There were no further complications reported regarding the event.